Manufacturer narrative:
At this time, (B)(6) medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to (B)(6) medical that a patient passed away while connected to a ltv ventilator. There was no information provided to (B)(6) regarding the incident or if a malfunction occurred during the time of the reported event. At this time, there is no allegation of a malfunction or problem with the ventilator.